Event description:
The manufacturer received information alleging that the ventilator inoperative condition occurred. There was no harm or serious injury reported. The device was returned to the manufacturer for evaluation. The reported issue was unable to be duplicated. No ventilator inoperative error code was found. A review of the error log found an occurrence of an additional error code and the main board was replaced for resolution. In addition, the blower was replaced due to an observed smell. Both of these components were replaced unrelated to the reportable issue. The bipap a40 system silver (r1111177) is substantially similar to the bipap a40 and will be reported in the united states under bipap a40, k121623.